Event description:
A physician reported the following info by mail. A pt was skin tested with no response on 29 december 1999. The pt was treated with a formulation of bovine collagen in the face in 2000. The pt complained of nodules forming at the treated sites on, or around, 5 april 2000. The pt was seen by the physician on 10 april 2000. Physician treated the pt with intralesional kenalog injections on 10 april 2000. Physician will also try a topical ointment to alleviate the nodules. The physician reports that the pt has severe atopy. There is no personal or familial history of autoimmune disease. The pt is on no concomitant medications.